Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered several inappropriate shocks (ias) due to double counting. Technical services (ts) reviewed the stored episodes and noted that the signal signature is pointing towards potential challenge involving sense b node sensing circuit, in addition to the t-wave oversensing condition seen in multiple episodes. According to ts, the patient is still at risk of oversensing and ias delivery if same noise pattern is detected in primary vector. It was reported by the field representative that the associated s-ICD is currently with therapy off. Ts advised performing postural based isometrics and pocket manipulations to confirm/discard sense b node issue or lead impairment/lead connection and programmability options. The recommended troubleshooting was performed. The physician plans to perform surgical intervention but this has not yet been performed and/or scheduled. New information received indicates that the device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact. The electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of typical explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered several inappropriate shocks (ias) due to double counting. Technical services (ts) reviewed the stored episodes and noted that the signal signature is pointing towards potential challenge involving sense b node sensing circuit, in addition to the t-wave oversensing condition seen in multiple episodes. According to ts, the patient is still at risk of oversensing and ias delivery if same noise pattern is detected in primary vector. It was reported by the field representative that the associated s-ICD is currently with therapy off. Ts advised performing postural based isometrics and pocket manipulations to confirm/discard sense b node issue or lead impairment/lead connection and programmability options. The recommended troubleshooting was performed. The physician plans to perform surgical intervention but this has not yet been performed and/or scheduled. New information received indicates that the device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). The explanted device is expected to be returned for evaluation.